Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a . Batch/lot number: 1100743903. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a . Batch/lot number: 1100727899. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and stated that immediately after activation, the cuff did not fill and there was no saline in the pump. The patient further stated that the device never worked. A surgical procedure was performed to remove the aus. No further complications were reported.